Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2014 with a bifurcated stent and a suprarenal aortic extension. A follow up showed a type 3a endoleak with component separation and a possible type 3b endoleak. The patient is asymptomatic and in stable condition. The physician is planning to possibly reline the initial stents to resolve the endoleaks. A subsequent endovascular procedure has not been completed or scheduled at this time.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following events; a type 3a endoleak with partial component separation and a type 3b endoleak of the suprarenal stent. There was also evidence to support the following observations; aneurysm sac growth and dilation of the proximal stent. The clinical evaluation additionally identified increased angulation of the infrarenal aorta as a potential contributing factor to the reported event. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received, the patient had a secondary procedure completed on (B)(6) 2017. The physician elected to implant a bifurcated stent and a suprarenal aortic extension to seal the endoleak. The patient is reported as doing well.